Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the caregiver husband of the v-go user. As noted in the complaint the patient was at her healthcare practitioner's (hcp) office and was filling out paperwork. She was unable to complete the forms and just stared at her husband. She did not verbally respond to her hcp. Her glucose was checked via finger stick, and it was 38. The office staff gave her orange and the husband found glucose tablets in her purse and gave some to her. Within 10-15 minutes her glucose was up to 70 and the patient felt better. The husband stated he changed the device at 8pm the night before. She became hypoglycemic at 10am the next morning. The device was on her abdomen. He stated that the insulin level was much lower than it should have been. He said it was down to the last one or two lines on the indicator. He did not save the device. He states he was not thinking clearly. The patient gives 3 clicks per meal. He stated his wife did indeed eat a breakfast of cereal, fruit, and coffee that morning. He stated that she has a follow up appointment in 8-10 days. The endocrinologist has eliminated the mealtime bolus doses. This is a serious adverse event. The glucose level was a serious low of 38 and the patient required assistance to treat it. It was a coincidence that they were in the hcp office at the time of the episode. It is possible that the device contributed to this serious adverse event.

Event description:
The spouse of a patient using v-go reported that while at the patient's primary care the patient's blood sugar became low. The patient was filling out paper and when signing their name and the date on the paper, they could not sign the date. When the dr tried to talk to the patient, they were unresponsive. The dr. And the spouse realized the patient was having a low blood sugar. The doctor got them some orange juice, and the spouse got them a glucose tablet to get their sugar up. After 10 minutes, the began to revive, and their blood sugar came back up. The patient's glucose level was 38 and within 10-15 min it was up to in the 70's and they were back to normal. This had never happened before. The vgo device was almost empty when that happened. The spouse said they always check it to make sure it was full when they attached it to the patient at 8pm, and that incident happened at 10am and the v-go device should have been close to half full and not empty. It was reported the patient got too much insulin, and they did not know if it was device or user fault. The spouse thinks there is a malfunction with the device. It was reported the patient has been using v-go for a year now and had no issues. He just wants to know what happened if it's one episode. The spouse changes the patient's v-go every night around 8pm and has been doing that since march of 2022. Everything has been fine. The patient does 3 clicks before each meal for a total day of 76 units of humalog.